Event description:
The complaint/event involved a pompe plum 360¿, français canadien, compatible avec le logiciel ICU medical mednet ¿. It was reported that there was a defective mechanism and when delivering a bolus, the flow rate increased in speed. Additionally the keyboard no longer wants to respond. The complaint/event was identified during a test. The error code on the screen was e380 piston error. There was no patient involved and no patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1: initial reporter full phone no.: (B)(6).

Manufacturer narrative:
Error code "e380" was confirmed when performing the cassette test and the device alarmed e380 (plunger failure). The probable cause is the mechanism assembly. All relevant performance verification testing passed with no alarm or error codes. D9 - date returned to mfg: 13sep2024. Corrected information can be found in h5 - labeled for single use.